Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. It began as a slow rise then it spiked out of range. There was one episode with noise and oversensing and they could reproduce the noise with the patient's arms crossing their body. There was also a high number of short interval counts (sic) and a fracture was suspected. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.